Event description:
It was reported that the device experienced a power on reset (por). The device was explanted after reaching elective replacement indicator (eri) and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # analysis of the returned device was not performed but the device met the expected longevity. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #performance data collected from the device was received and analyzed. Analysis of the returned device was not performed but the device met the expected longevity. Performance data collected from the device memory indicated the low battery voltage alert for rrt (recommended replacement time), analysis of the device memory indicated power-on reset parameters were present. (B)(4).